Event description:
On (B)(6) 2013, the patient contacted animas, stating that the audio "blus" button was unresponsive after the pump had been worn in a hot tub. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: during evaluation, the bolus button was unable to be tested due to moisture found in the pump.